Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that sound at the central post seh sometimes does not work. It only concerns the blue inop alarms and it is intermittent; the sound works properly for higher level alarms. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. Patient details were not available at the time this report was due.